Event description:
As reported via (B)(4) study, a patient experienced a side branch occlusion, coronary artery spasm, and a myocardial infarction (mi). At the time of the index procedure, angiography revealed 80% stenosis and timi 2 flow in the mid left anterior descending artery (lad). The indication for the procedure was a positive functional study for ischemia. The lesion was 10mm in length, class b2, de novo, and included a bifurcation. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 3.0 x 8mm non-cordis balloon at 6atm and a 3.0 x 13mm cypher rx was implanted at 6 atm. The stent was not post-dilated. It was noted that the proximal 1st diagonal was jailed and occluded after the cypher stent was implanted. This was treated with balloon angioplasty with a non-cordis balloon. There was coronary artery spasm after the angioplasty that was treated medically with 300mcg nitroglycerin intracoronary followed by a nitroglycerin drip. The study stent was not post-dilated and the site reported no residual stenosis; however, the angiographic core lab reported 11% residual stenosis. Post procedure ck peaked at 57.4 (uln 7.2) and troponin I peaked at 13.25 (uln 0.03). This was adjudicated to an mi by the cec adjudication committee. The ECG core lab reported new persistent pr prolongation, no new major st-t abnormality and no q waves. There were no post-procedure complications reported and the patient was discharged approximately three days after the index procedure.

Manufacturer narrative:
Concomitant medications: lisinopril 2.5mg daily: (B)(6) 2010 - continuing. Zocor 40mg daily: (B)(6) 2010 to (B)(6) 2010. Aspirin 325mg daily: (B)(6) 2010 to (B)(6) 2010. Aspirin 81mg daily: (B)(6) 2010 - continuing. Niaspan ER 1000mg: (B)(6) 2010 to (B)(6) 2011. Niacin 500mg 4 times weekly: (B)(6) 2011 - continuing. Nitrostat 0.4mg as needed: (B)(6) 2010 - continuing. Bivalirudin - intra-procedure. Clopidogrel: 75mg (B)(6) 2010 - continuing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a side branch occlusion, coronary artery spasm, and a myocardial infarction (mi). This is a (B)(6) male with medical history including positive functional study for ischemia (within past 6 weeks), previous pci ((B)(6) 2005), mi ((B)(6) 2005), hyperlipidemia, hypertension, lvef > 50%, smoking (within 30 days), allergy to statins and neuropathy. At the time of the index procedure, angiography revealed 80% stenosis and timi 2 flow in the mid left anterior descending artery (lad). The indication for the procedure was a positive functional study for ischemia. The lesion was 10mm in length, class b2, de novo, and included a bifurcation. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 3.0 x 8mm non-cordis balloon at 6atm and a 3.0 x 13mm cypher rx was implanted at 6 atm. The stent was not post-dilated. It was noted that the proximal 1st diagonal was jailed and occluded after the cypher stent was implanted. This was treated with balloon angioplasty with a non-cordis balloon. There was coronary artery spasm after the angioplasty that was treated medically with 300mcg nitroglycerin intracoronary followed by a nitroglycerin drip. The study stent was not post-dilated and the site reported no residual stenosis; however, the angiographic core lab reported 11% residual stenosis. Post procedure ck peaked at 57.4 (uln 7.2) and troponin I peaked at 13.25 (uln 0.03). This was adjudicated to an mi by the (B)(4) adjudication committee. The ECG core lab reported new persistent pr prolongation, no new major st-t abnormality and no q waves. There were no post-procedure complications reported and the patient was discharged approximately three days after the index procedure. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. A coronary vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow to the heart muscle. This may lead to chest pain or even mi (myocardial infarction). Unlike typical angina, coronary vessel spasms usually occur at rest. Coronary spasms most often occur in people with risk factors for heart disease, like smoking, high lipids and hypertension. Spasms may be triggered by tobacco use, exposure to cold, extreme emotional distress and use of illicit drugs. Treatment of spasms may include medications such as nitrates, calcium channel blockers and 1-arginine, which may reduce the risk of reoccurrence. Review of the information suggests that procedural factors may have contributed to the reported events. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.